Event description:
On (B)(6) 2022, a female patient underwent a hybrid convergent therapy procedure with concomitant left atrial appendage exclusion (laae) procedure. Post ablation, a tee prior to clip placement did not show any thrombi within the laa. A pro240 atriclip was placed, and tee confirmed the clip was placed flush to the base of the appendage. Post clip placement, imaging indicated a clot on the endocardial side of the clip. The following morning, the patient had a major ischemic stroke with right hemi paresis and slurred speech. A mechanical thrombectomy from the left mid cerebral artery was conducted. Patient had a full recovery. There was no reported device malfunction, this was a procedural complication.

Manufacturer narrative:
(B)(4) the pro240 atriclip device was not returned for evaluation and a device history review was unable to be completed. The relevant lot number for the pro240 device was not reported or able to be subsequently ascertained.